Event description:
Information was received from a consumer regarding a patient receiving an fentanyl via an implantable pump. The indication for use was spinal pain indications and radiculopathy. It was reported that yesterday the patient went to use their equipment, they noticed their rechargers are not fitting into their handset port or their communicator charging port. The patient has tried other rechargers for each port and they did not fit. The patient stated these are the charger they've always used, and they didn't want to force them into the port. An email was sent to the repair department to replace the devices and to send an a10e wallet with the replacements. The communicator charging port is loose despite trying another cord so they can't charge the communicator. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4), h3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.